Event description:
It was reported that the customer went to the hospital with an unknown elevated blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.